Manufacturer narrative:
(B)(4). Analysis performed found the device to be functioning within normal electrical characteristic. The battery was above eri level. (B)(4).

Event description:
During follow-up, the device was found to be in vvi backup after interrogation. The system rebooted on it's own with the original programming appearing.